Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-d4, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a surgery for femoral diaphyseal fracture with a trochanteric fixation nail advanced (tfna). In the initial surgery, an unknown nesplon cable system (non-synthes product) was applied at the same time and two cables were used around the bone. On (B)(6) 2019, the patient underwent a reoperation to reinforce the fixation. The bone union was delayed and the locking screw and the nail were broken before the reoperation. The nail was broken at the tfna screw hole. In the reoperation, they were removed easily by using a connecting screw (product code: 03.037.026). There was no surgical delay in the reoperation. The patient said there was a cracking noise when he ran in (B)(6) 2019 and had felt pain around the femur since then. The surgeon state that the breakage was not caused by the devices. Concomitant devices: tfna helical blade (part# 04.038.290s, lot# unknown, quantity 1), unknown nesplon cable (part# unknown, lot# unknown, quantity 1), ti end cap for tfna 0mm extn ¿ sterile (part# unknown, lot# unknown, quantity 1). This report is for one (1) lockscr ø5 l38 f/nails tan light green. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot. This mre review is for sterilization procedure only. Part: 04.005.528s. Lot: l801889. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 09.mar.2018. Expiry date: 01.feb.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 04.005.528. Lot: l778137. Manufacturing site: (B)(4). Release to warehouse date: 20.feb.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.